Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell eight of nine of peritoneal dialysis therapy. During troubleshooting, it was reported that there was "leaking on the floor" that led to this alarm. Renal therapy services (rts) assisted the patient in removing the cassette and turning off the machine. Rts advised the patient to contact the peritoneal dialysis registered nurse (pdrn) regarding air. The patient would drain manually. Proper procedures per the user manual were reviewed with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak from an unspecified location was reported which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.